Event description:
Rn inserted IV angiocath. Upon insertion, rn noted needle tip was not sharp and after insertion patient complained of pain to insertion site. This is the only lot involved that our hospital is aware of at this time.======================manufacturer response for shielded IV catheter, insyte autoguard (per site reporter).======================plan to ship angiocath to manufacturer once shipping container and label arrive. They stated they were going to investigate the IV angiocath and send a report of their findings.